Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately .165¿ x .285¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to the user.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was unable to be straightened and removed. The instrument had to be removed along with the trocar out of the abdomen as they were stuck together. The procedure was completed with no reported injury using a new instrument and trocar.